Manufacturer narrative:
Correction g3 should read 26 nov 2025 for report number 9614453-2025-05053. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was symptomatic and current electrograms (egm) exhibited loss of right ventricular (rv) lead captur e. The patient was predominantly ventricular paced. It was also reported that the rv lead trends exhibited an increase in rv bipolar impedance. It was reported that implantable pulse generator (ipg) malfunction was suspected due to a heart rate in the thirty to ni nety beats per minute range and random pacer spikes on an external cardiac monitor. The ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.